Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to bacteremia. There was a right ventricular (rv) lead present within the patient but was not targeted for extraction. A spectranetics lld #2 lead locking device (lld #2) was inserted into the lead to provide traction, but could only advance to the sternum. Therefore, switched to a spectranetics lld ez lead locking device (lld ez), and was able to reach the distal tip of the lead. Beginning with a spectranetics 12f glidelight laser sheath, along with a spectranetics medium visisheath dilator sheath on the ra lead, advancement would not go beyond the subclavian, thus the extraction was paused. The glidelight and visisheath were removed, and discontinued use of the visisheath. The glidelight was reloaded, and progress was made near the distal tip. The lead was removed; however, the patient¿s blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). An ra perforation was discovered, and rescue efforts began, including pericardial window and drain. The patient stabilized, and a coronary sinus (cs) lead implant was completed. The patient survived the procedure. This report captures the lld ez providing traction within the ra lead, when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from facility. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.